Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient saw a power on reset (por) code and therapy had stopped due to the por. The patient reported that her stimulator had quit because she was seeing por on the patient programmer. The patient confirmed that this issue first began on sunday. It was unknown whether the por was related to an overdischarge event. Steps for clearing the por with the patient programmer were reviewed and the por was cleared. No further complications were reported/anticipated.